Event description:
It was reported by the customer that a pyxis medstation es system's drawer continuously failing, preventing user from accessing critical medication. The customer stated that the there was no delay since user retrieved medication from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the pyxis communication bus cable had wear and cut. A field service engineer replaced the cable to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system's drawer continuously failing, preventing user from accessing critical medication. The customer stated that the there was no delay since user retrieved medication from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(4) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fh drawer 1 was not detectable. It was found that the leds indicated power. However, there was no row board communication. Inspection of the pyxibus cable showed wear and cuts. A field service engineer replaced the cable to resolve. The system functioned as intended after troubleshooted by the field service engineer.